Event description:
While using a byte day aligners, patient was seen by dentist. Their dentist has verified that aligners have compromised their teeth. Patient reports bone loss and loose teeth that now they will need full dentures.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.